Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment in common femoral vein closures with proglide devices in electrophysiology (ep) procedures, proglide devices experienced cuff misses approximately half (50%) of the time during use. When the plunger was removed, there was no suture. There is no specific number of patients, patient information or number of devices known. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.